Manufacturer narrative:
The returned device was evaluated. The customer reported issue was confirmed. Faulty cable unit and ccd (charged coupled device) unit was observed causing error e315 and intermittent horizontal lines. Based on evaluations findings the reported issue was confirmed. The failure found was attributed to electronic component failure. This report will be supplemented accordingly following investigations.

Event description:
It was reported that during preparation for use the device is showing scope error, error e315 with intermittent horizontal black lines. There was no patient involvement, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the event occurred due to cable disconnection or ccd unit malfunction caused by excessive force applied during use handling. Olympus will continue to monitor complaints for this device.